Manufacturer narrative:
The investigation determined that three non-reproducible, higher than expected, vitros tropi es results were obtained from three different patient samples when tested on a vitros 5600 integrated system and a vitros 3600 immunodiagnostic system. Concerning patient b, tested on the vitros 3600 immunodiagnostic system, the assignable cause of the event is most likely an analyzer related event. A troponin I es within-run precision test was outside of acceptable guidelines, indicating the vitros 3600 system was not performing as intended. An ortho field engineer performed service actions to multiple subsystems to return the vitros 3600 system to expected performance. Following this action, acceptable vitros tropi es performance was observed. Concerning patient a, tested on the vitros 5600 integrated system, the assignable cause of the event affecting the patient sample could not be determined. A troponin I es within-run precision test was within acceptable guidelines, indicating the vitros 5600 system was performing as intended. Concerning patient c, tested on the vitros 3600 immunodiagnostic system, the assignable cause of the event affecting the patient sample could not be determined. No assessment of the instrument performance was made at the time of the higher than expected result for patient c (0.36 ng/ml) and the customer has now switched to a new vitros tropi es reagent lot. Therefore, the cause of this result remains unknown at the time of reporting. For all three patient samples, based on historical quality control results, a vitros tropi es lot 2870 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 2870 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. Finally, pre-analytical sample processing could not be ruled out as a contributing factor, as it could not be established if the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
The customer reported obtaining non-reproducible, higher than expected, vitros tropi es results from a three different patient samples collected from three different patients. A single sample was processed on a vitros 5600 integrated system and two of the samples were processed on a vitros 3600 immunodiagnostic system. Vitros 5600 integrated system: patient a result of 0.22 ng/ml versus the expected result of <0.01 ng/ml. Vitros 3600 immunodiagnostic system: patient b result of 0.27 ng/ml versus the expected result of <0.01 ng/ml, patient c result of 0.36 ng/ml versus the expected result of 0.03 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The non-reproducible, higher than expected, vitros tropi es results for patients a and b were reported from the laboratory and cardiac catheterization was performed based on the higher than expected vitros tropi es results reported. As per a consultation with the ortho medical safety officer, most complications related to coronary angiogram are rather acute. If no serious adverse event was reported for these two affected patients several days after the procedure, long-term serious health risk due to this procedure is less likely. The non-reproducible, higher than expected tropi es result for patient c was reported outside of the laboratory, however; no treatment was given, changed, or withheld based on the reported tropi es result. A corrected report was provided to the physician and there was no allegation of patient harm as a result of this event. This report is number three of three 3500a forms filed for this event, as three devices were affected. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).